Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were updated and/or corrected: a1, d4, d10, g4, g7, h2, h3, h4, h6 and h10. Based on the legal manufacturer's investigation, since the device has been in-use for over six years, it is likely that the power supply unit failed due to normal wear. The DHR was reviewed and no issues were identified that could have caused or contributed to the reported issue.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that there was no power for the subject device before use. At the incoming inspection for the repair, the service department of olympus (B)(4) checked the subject device, and the subject device did not start up. The service department of (B)(4) found the power unit failure of the subject device. There was no patient injury associated with this report.